Event description:
This pt had a total knee arthroplasty in 1997. He did well until approximately 1 year ago. He began to have increasing pain and deformity of the left knee. X-rays were positive for a fracture of the tibial plate with failure of the total knee arthroplasty. The pt was admitted to this facility for a revision of the total knee arthroplasty. Introperatively the tibial plate was found to be broken. The total knee arthroplasty components were removed and replaced. Extensive metallosis and scarring was evident as well. Cultures were negative for growth.